Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip inadvertently advanced during positioning). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced when the clip became caught within the chordae. Troubleshooting was preformed unsuccessfully and the clip was implanted. A second mitraclip was successfully placed on the leaflets. During deployment, the steerable guide catheter (sgc) slipped due to the stabilizer being placed on a plastic cover. When the sgc slipped, the mitracip moved on the leaflets, troubleshooting was attempted but the lock line had already been removed so the clip was implanted more medially then when placed. The plastic cover was removed from the stabilizer and a third mitraclip was then implanted successfully to stabilize the second clip and reduce mr. The procedure was discontinued, the final mr was grade <1. There were no clinically significant delays reported.